Event description:
The customer reported to baxter (B)(4) of a vented paclitaxel set in which "the set presented particulate matter inside the tubing." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned at the plant for evaluation, however, the sample's analysis was performed on the photograph received. Photographic inspection revealed that the tubing contained a white particle. The reported condition was confirmed. The root cause could not be determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted. The actual sample was not available for evaluation, only photos.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.